Event description:
According to the reporter, during a laparoscopic low anterior resection surgery, the device had unknown issue while being applied to the rectum. Another product was used to complete the case. It was converted to open procedure due to device problem. There was no patient injury.